Event description:
During the preventive maintenance of da vinci surgical system by the intuitive surgical, inc. Representative or the field service engineer (fse) found that two of the patient side manipulators (psms) arms failed the brake inspection test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the 2 affected psms.

Manufacturer narrative:
The two patient side manipulators (psms) arms were returned to isi for failure analysis investigation. Patient side manipulator (psm) arm 1, part number 380900-01 and serial number (B)(4): engineering found that the psm failed the in-house brake weighted drop test for axis-2. The axis-1 and axis-2 brakes were replaced to correct the problem. The psm passed the basic friction, check sensors, switches and sine-cycle test. Patient side manipulator (psm) arm 2, part number 380900-01 and serial number (B)(4): engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis 2. The axis-2 brake was replaced to correct the problem. This complaint is being reported due to the two patient side manipulator arms failing the brake weight drop test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.